Event description:
Information was received from a consumer regarding a patient who was receiving fentanyl and baclofen at an unknown concentration and dosage via an implantable pump for non-malignant pain. On 10-oct-2016, it was reported that the patient¿s pump began alarming in (B)(6) 2015. The patient reportedly got scared and elected not to get the pump refilled. It was reported that the patient¿s pump was alarming, every ten minutes, 7 days a week for over a month in 2016. The patient stated that the alarming was affecting their mental stability and they wished to get the pump removed. The patient described the alarming as absolute torture and stated that he planned on removing the pump himself if the situation was not resolved. Information was later received from a manufacturer¿s representative reporting that the patient¿s pump had not been filled since (B)(6) 2015 and had been programmed to run at minimum rate. The pump had run empty in (B)(6) 2016, which led to the patient's report of the pump alarming in 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.